Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? It didn¿t deliver any staples. Yes, the device make the cutting process but failed to make the stapling process. No, we didn¿t notice any issue. No difficulty while opening the device. The surgeon pressed on the releasing button and open the closure trigger and then removed the stapler throughout the trocar. Yes, the jaws eventually were opened. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the powered stapler misfired while working during a sleeve gastrectomy case. No patient consequences reported. No further information is available.

Event description:
It was reported that the powered stapler misfired while working during a sleeve gastrectomy case. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? It didn¿t deliver any staples. Yes, the device make the cutting process but failed to make the stapling process. No, we didn¿t notice any issue. No difficulty while opening the device. The surgeon pressed on the releasing button and open the closure trigger and then removed the stapler throughout the trocar. Yes, the jaws eventually were opened. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.